Manufacturer narrative:
Section e3: occupation corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A is currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrythmia as a potential late postimplant complication. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient experienced palpitations as a symptom of arrhythmia. The patient received cardioversion under sedation as treatment. Sinus rhythm was restored with a single 150j shock. There was no decrease in ventricular assist device (vad) flow or blood pressure. Other then palpitations there were no additional clinical symptoms observed. The arrhythmia was ventricular tachycardia (vt). According to implantable cardioverter defibrillator (ICD) records, it persisted from 8:55 am until cardioversion. An ICD was implanted in 2014 following resuscitation from cardiopulmonary arrest. Vt episodes occurred in 2018 (ICD activation), twice in 2019, and once in 2020. The patient's pump was implanted in (B)(6) 2020. The arrhythmia in this event was considered unrelated to the device or treatment and was likely associated with the patient¿s underlying cardiac condition. Potassium levels were being managed to remain above 5.0 mmol/l. No arrhythmia had occurred since. If recurrence occurs, reintroduction of medications such as ivabradine would be considered.

Event description:
It was reported that on (B)(6) 2025, the patient experienced cardiac arrhythmia. The arrhythmia was sustained supraventricular arrhythmia requiring drug therapy or cardioversion. This was not considered to be device related as this was considered to be due to the patient's own low cardiac function. Ivabradine and mexitil was initiated. On (B)(6) 2025, the patient had nausea. This was not considered to be device related as it was considered to be a side effect of antiarrhythmic drugs. Ivabradine and mexitil was discontinued.

Manufacturer narrative:
A4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.